Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The fox plus 6.0x40 is being filed under a separate medwatch MFR number.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a pre-dilatation of a heavily calcified, 100% stenosed internal iliac artery, the fox plus 3.0 x 20mm balloon catheter ruptured at the fist inflation at 14 atm. A non-abbott balloon catheter was used and the inflation was insufficient. A second fox plus 6.0 x 40mm balloon catheter was used which also ruptured during the first inflation at 10 atm. A non-abbott stent was deployed and a non-abbott balloon catheter was used for post-dilatation to complete the procedure. There were no reported adverse pt sequelae. Though requested, no additional info was available.